Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 18 months due to prosthetic valve endocarditis (pve) with aortic stenosis. It was noted that the infection was possibly from a urinary tract infection. According to the op report, the patient had developed pve with root abscess and pseudoaneurysm, possibly requiring an aortic homograft. Upon inspection, the prosthetic aortic valve was detached from the known coronary annulus. There was also vegetation noted on the valve. Adjacent to this area, there was detachment of the posterior leaflet from the aortomitral curtain as well as an additional large perforation in the anterior leaflet of the mitral valve. There was no evidence of any pus. The edges of the perforation appeared to be at least several weeks old as the edges were thickened. The aortic valve was replaced with a new edwards prosthetic valve and a piece of pericardial patch was used to repair the perforation of the anterior mitral leaflet. After coming off cardiopulmonary bypass, lv function within normal limits. There was normal function of the prosthetic aortic valve with no paravalvular leak. There was also mild regurgitation. The patient was brought to the ICU in stable but critical condition.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. However, it was reported by the healthcare provider that there was no device malfunction in this case. The infection was possibly from a urinary tract infection. No further actions are possible with the available information.